Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager failed to recognize when door was closed. A field service engineer cleaned and applied grease to all latch switch contacts, then ran the complete hardware test and application tests, all of which passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, remote manager failed to recognize when the door was closed. Customer stated that this was the only refrigerator there, and most of the stuff in it was regularly used. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.